Manufacturer narrative:
The aer decision for this event was noted as malfunction however, the initial MDR MFR report # 0002249697-2017-00478 was submitted as a serious injury in error. This report is being filed to correct h1 type of reportable event to malfunction.

Event description:
The sales rep reported a left knee surgery. The product did not fixate well and was unable to be retained. Sales rep indicated that the proper drill was used & device checked. Surgeon cemented tka rather than pressfit.

Manufacturer narrative:
An event regarding a size/fit issue involving an tritanium patella was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the returned device was visually unremarkable dimensional inspection:the returned device was dimensionally inspected on return per igs-0030877 the device was found to be within the specified dimensional limits. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The sales rep reported a left knee surgery. The product did not fixate well and was unable to be retained. Sales rep indicated that the proper drill was used & device checked. Surgeon cemented tka rather than pressfit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported a left knee surgery. The product did not fixate well and was unable to be retained. Sales rep indicated that the proper drill was used and device checked. Surgeon cemented tka rather than pressfit.